Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 95% stenosis). Deformation problem. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 95% stenosis). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in the lcx. No abnormality was noted in the inspection before use. Angiograph results showed 95% stenosis in the middle of lcx. The lesion was pre-dilated, however the resolute could not pass the lesion and was deformed. The physician changed another device to complete the surgery. The device was removed from the patient. No effect on the patient. Evaluation summary : numerous mid and distal segments were deformed and stretched. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).